Event description:
Customer initially reported that the t: slim x2 pump battery would not charge, and it was noted that they were not using the tandem charging cable or wall adapter but a third-party adapter instead. There was no impact on the customer's blood glucose levels. After following instruction from technical support to use the original charging equipment and plug the pump into a known working outlet for at least 30 minutes, the pump began to charge successfully. No further assistance was required, and the issue was resolved without a pump shutdown.